Event description:
Information was received that during use of a smiths medical level 1 disposable normothermic IV administration sets the customer noticed a part of the infusion route broke and fluid leaked from the broken part. No adverse patient effects were reported.

Event description:
Investiagion completed on a smiths medical fluid warming/level 1 trauma fast flow disposables.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow disposables . The sample was received without original package p/n di-60hl was visualized t a distance of 12" to 24" and normal conditions of illumination with no discrepancies were found. When testing was done the leakage was found in the solvent bond between the end cap and tubing. The hypothesis of event is believed the solvent was not applied by personal properly. DHR review found no discrepancies in testing and production personnel was trained on 17-jan-2020 in the manufacturing procedure mp d-60 rev.107 to reinforce the correct bonding. Action was taken to update engineering on complaint and review process.